Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Volun (B)(6)-2011: a month after having hip replacement surgery with a stryker hip implant, have started having trouble with it. Squeaking noise when walking. Can't hardly stand up and in extreme pain."